Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a closed rhinoplasty procedure on (B)(6) 2011 and absorbable mesh was used. The patient was placed on antibiotics for one week after surgery. Eighteen days after surgery, the patient developed swelling and signs of infection. The patient was put on augmentin and bactroban for three weeks. On (B)(6) 2011, four weeks postoperative, the swelling recured and the patient was placed on levoquin for a week. When the levaquin was discontinued, the swelling started again. The patient was placed back on long-term antibiotics. The surgeon plans to keep the patient on the antibiotic for approximately one more month.